Event description:
It was reported that a cartridge alarm, specifically alarm 30, occurred while loading. There was no reported impact to the customer¿s blood glucose level. The customer was advised by tandem technical support to replace the pump, as the alarm recurred after loading a second cartridge. The customer agreed to return the problematic pump and a replacement was sent.